Event description:
A nurse reported that the equipment displayed very similar lens calculation results among patients. The physician feels that this is not normal. There were no injuries to any patients reported.

Manufacturer narrative:
The company representative examined the system; tests and calibrations were performed. The system was then tested and met product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).